Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had drive count values incorrect for moving or coasting. The customer¿s blood glucose was 217 mg/dl. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer reports that displacement test did not pass. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with drive count or time values or changes incorrect for moving or coasting. Too slow or too fast during rewind due to corroded motor home switch.